Event description:
Patient self tester reports discrepant results between multiple meter results. Date: (B)(6) 2010, inratio: 1.3. Date: (B)(6) 2010, inratio: 3.0. Date: (B)(6) 2010, inratio: 2.5.

Manufacturer narrative:
Investigation pending.